Event description:
Patient called into the clinic after not being able to trouble shoot the issue of his home infusion pump even after calling the 800 number on the pump. Upon arrival, the pump was not infusing and had deleted the set program. A new pump was issued and patient continued with his infusion. Interruption of infusion lasted approx. 1 1/2 hours. Doctor made aware- no harm towards patient noted.